Event description:
No reason for surgery has been obtained to date. However, upon gross examination of the device an anomaly was noted on one cylinder bladder. Therefore, qa will deem this a reportable event.